Event description:
International affiliate reports multiple issues occurred with depuy spine instruments during the surgical procedure. Reports a viper cortical fix alignment guide was found to contain cement from a previous surgery, a single innie inserter broke, and the hex tip of a screwdriver star sheared off during this procedure. Reports surgery time reportedly extended by approximately 1.5 hours as a result of the difficulties that were encountered. There were no adverse consequences to the patient. See mfg report nos. 1526439-2012-00085 and 1526439-2012-00086 for the other two instruments that were involved in this event.

Manufacturer narrative:
The expedium alignment sleeve is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. However, the affiliate reports the instrument contained cement from a previous surgery, the affiliate has raised an internal incident on this and feedback to the previous user as well as arranged training for their orthokit team. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The viper cortical fixation alignment guide is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. However, the affiliate reports the instrument contained cement from a previous surgery, the affiliate has raised an internal incident on this and feedback to the previous user as well as arranged training for their orthokit team. At this time, the complaint is considered to be closed. Device is not available for evaluation.